Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering on" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the communication error. Upon visual inspection, observed damage on the head restraint wire, thus confirming the reported complaint. Also, unrelated to the reported complaint, noticed hole on the load plate cover that affects the watertight seal and observed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Replaced the top cover and performed clutch plate deburring procedure to remedy the damage. The autopulse platform is a reusable device and was manufactured in march, 2012 and is 7 years old, passed the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of system error ua136 (internal parameter corrupted) message on the reported event date. The platform was connected to the autopulse vision software and the error message was able to be cleared. Further review of the archive data showed occurrence of user advisory (ua) 18 (max take-up revolutions exceeded) error message on the reported event date, unrelated to the reported complaint. The probable cause for the occurrence of ua18 error message was due to the autopulse has detected that either the patient was too small or that no patient on the platform. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The ua18 error message is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering on the platform. In addition to that, the user noticed damage on the top cover of the platform. No patient involvement.